Manufacturer narrative:
B5 (describe event or problem) was updated based on additional information. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During patient use, the customer reported the fully charged autopulse li-ion battery (sn (B)(6) does not power on the autopulse platform. The status leds on the battery showed 4 solid green lights. The crew switched to manual CPR. It is unknown how long it took to switch to manual CPR, but the customer stated that the delay was very short as the crew is trained to switch to manual CPR in the case of any failure. The customer added that there was definitely a delay of short duration in CPR during the patient event and any delay in CPR or decrease in quality of CPR can affect the patient. Patient's status information was requested but the customer did not provide a response.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(4)) does not power on the autopulse platform. No other information has been provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.